Manufacturer narrative:
The report of fracture/ineffective therapy was confirmed. Analysis of the 3189 lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
It was reported that the imaging revealed the patient's 90 cm lead was fractured. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.